Event description:
New information received indicates that the patient was doing fine post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient received an alert for high, out of range hv lead impedance. The high measurements were not reproducible with isometrics. The lead was capped and replaced on (B)(6) 2016 due to the fact the patient is secondary prevention and had appropriate shocks previously.